Manufacturer narrative:
(B)(4). The device was received for analysis with no visual non-conformances and with two ecr60b cartridge reloads. Cartridge (a) was received loaded on the device partially fired 1/16. Cartridge (b) was received in a plastic bag partially fired 1/16. It is possible that while loading the reloads, the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reloads (a, b) by resetting and reloading them into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a wedge-shape resection of lung procedure, the surgeon used the device to resect the pulmonary parenchyma, but the device could not fire at the first stroke. Changed to another reload and had the same issue. The procedure was converted to open and completed with a linear cutter. The procedure was prolonged about one hour. Patient is reported to be fine.